Event description:
New information stated that loss of capture was also noted. The lead was capped on (B)(6) 2025 and replaced with new lead.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was capped and replaced with new lead. Patient condition was stable.